Event description:
It was reported that the was an air-in-line sensor malfunctioned. The event happened during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported issue was a bad/malfunctioned air in line sensor that was confirmed during the air in line test as the unit would not detect fluid in line. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the air in line sensor, updated software, reset the unit to standard configuration, and calibration downstream occlusion (dso) sensor. The pump passed all functional tests and performed as intended after repair validated through dso/uso sensor testing.